Event description:
It was reported that the patient felt a vibration from the device and presented in clinic for follow up. It was noted that an MRI scan was performed the day before without MRI mode activation. Upon interrogation the device was found to be in backup vvi mode without backup defibrillation operation available. The device was restored with technical services help. Patient was stable.